Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during inspection, the cs300 intra-aortic balloon pump (iabp) units maintenance kit had expired and needed to be replaced. There was no patient involvement.

Manufacturer narrative:
This report is being cancelled as it is not a valid complaint. This was routine maintenance package that had expired and needed to be replaced.

Event description:
This report is being cancelled as it is not a valid complaint. This was routine maintenance package that had expired and needed to be replaced.